Manufacturer narrative:
Reliability analysis inspected two opened and used sensors and performed bicarbonate buffer test. Both sensors failed per specifications, due to low readings.

Event description:
It was reported that the customer experienced a multitude of issues with her sensor. The customer's blood glucose was 171 mg/dl. She stated, the sensors were only lasting about three days before giving a change sensor alarm. Troubleshooting was performed. The customer reported that she would receive strange readings from her sensor and then a calibration error. A bad sensor alert occurred after a second consecutive calibration error. Calibration protocol was discussed. The customer was advised to change out the sensor. Nothing further was reported.